Event description:
It was reported to boston scientific corporation, a percuflex plus ureteral stent was going to be used in a placement catheter double-j by ureteroscopy procedure on a male patient (B)(6). According to the complainant, when the package was opened, the nurse noticed one of the loops was broken. The procedure was completed with a second percuflex plus ureteral stent. The patient was reported to be "stable" at the conclusion of the procedure. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
The device has not been received for analysis; therefore, an analysis has not been performed. If there is any further relevant information received, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event. (B)(4).